Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported missing gray part of the blue cleaning tank connector issue could not be determined, however, it is possible that the internal spring was missing when the cleaning tank connector was damaged. Regarding the cause of the connector damage, it is possible that the connector was damaged due to impact stress, or stress from repetitive loosening of the connector causing it to deterioration over time. The event can be detected/prevented by following the instructions for use which state: chapter 3.inspection before use, 5.6 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. Warning do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer (fse) was discharge to the user facility, whereby the basin connector b2 was replaced, the equipment was repaired and verified according to the product specifications. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to the olympus technical assistance center (tac) that the endoscope reprocessor¿s dark blue adapter connector in the reprocessing basin broke, and the gray piece that covers the spring was gone. There was no harm reported due to the event.